Manufacturer narrative:
Device not returned - multiple attempts were made to contact the customer and try to get the device back for evaluation. However, the device was not returned and the customer did not provide any additional information. A review of the complaint database found that similar reported issues were related to standard wear-and-tear for this type of item or possibly excessive force or impact. Over time, repeated use and laundering can damage the unit. Additionally, improper laundering, maintenance and/or cleaning of the unit can also cause damage, as well as abusive handling. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
A supplemental déjà is required for additional information.

Manufacturer narrative:
Product was requested to be returned and has not been received. Note: this report is based solely on the customer reported issue. Note: the instructions for use (IFU) states "always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products." (B)(4). Product not yet returned.

Event description:
Customer reported the male portion of the buckle broke while in use. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Investigation of the returned device found one of the prongs on the male component of the quick release buckle has broken off (broken piece not returned). The failure/break occurred on the prong where the designed support is located and inspection of the break area suggests a sudden break and not the result of elongation or bending over time. Since the broken piece was not returned a root cause to the break could not be determined. Since the device is approximately 22 months since it was manufactured, normal wear and tear of the device is expected. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental medwatch is required for device evaluation results.